Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found batteries would not hold a charge. The fse replaced 4x 12v battery and the unit work fine. All functional and safety test was performed and passed.

Event description:
It was reported that the cs300 displayed a ¿battery maintenance required¿ message. No patient was involved at the time of the incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.